Event description:
As a result of chronic dislocation, patient underwent revision of their right total hip replacement implanted in 1999. Patient's acetabular liner and femoral head were removed and replaced.